Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with an unknown thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that a perforation of the pericardium with a smart touch® catheter, occurred yesterday during a pvc procedure. The procedure was cancelled after that, and fluid needed to be removed. No adverse patient consequence was reported.

Manufacturer narrative:
On 10-mar-2022, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was patient¿s condition. Medical intervention provided was fluid retraction. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A stockert generator with serial number (B)(6) was used in the event. Force visualization features were graph, dashboard, and vector. Visitag was not used because there was no ablation. A transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was not performed. There was no evidence of steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event, the flow setting was 2. Correct catheter settings were selected on the generator. There was no ablation, so the pump was not in use. No error messages were observed on biosense webster equipment during the procedure. Other updates: -- the patient is a 67-year-old female. (Section a2 has been updated). -- the lot number was made available and has been updated to 30602840m (in section d4). -- the expiration date was provided and updated (in section d4). -- the physician's name has been provided and updated (in section e1). -- the manufacture date was provided and updated (in section h4) -- a manufacturing record evaluation was performed for the finished device 30602840m number, and no internal action related to the complaint was found during the review. -- concomitant products updated (stockert generator). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).